Manufacturer narrative:
The agent reported, loose humeral stem. Female 79. Complaint has been evaluated and is similar to report number 1644408-2023-00794; 533-08-108, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to loosening.